Event description:
It was reported that the patient had one very severe electrical-type shock with several more minor ones. The local doctor thought maybe it was due to a broken extension or loose battery in the battery pack. The doctor thought it might be good if a manufacturer representative could see the patient in her area first. Later that day it was reported that the manufacture representative had spoken with the patient on the day of the report and she was waiting for a response from her local neurologist. Five days later it was reported that the patient had a strong stimulation sensation that started on (B)(6) 2014 while bowling. The patient noted that on (B)(6) 2014 she was bowling and she threw her arm back to bowl and felt a strong surge of electricity. The patient¿s knees almost buckled and it had been sending current through ever since, but not like it was. The patient got home and called the doctor¿s office and her neurologist insisted she go to the emergency room (ER) for an electrocardiogram (EKG) and lab work. The patient went to the ER that afternoon and she did not feel it was due to her heart. The patient went to her doctor¿s ¿on monday¿ and saw the physician assistant, and then had gone back two or three more times to check the programs and other things. They had the patient lay off activity for a while and then told her to do what she wanted to do. The doctor did not do an x-ray. The patient stated that the doctor¿s suspicion was that there was a screw that had come loose because she was getting an electrical current in her chest. The patient was going back to the clinic for the surgery to get it fixed. Three days later it was reported that the patient had an appointment to see her doctor on (B)(6) 2014 for interrogation. There was no surgery scheduled as of the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v865889, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v846962, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).